Manufacturer narrative:
(B)(4). Service engineer replaced the right membrane and overlay to resolve the problem.

Event description:
During service, a ventilator down arrow key was causing values to go down. There was no patient involvement.

Manufacturer narrative:
No fault was found for the returned left side or right-side membranes or the on/off solenoid valve. The complaint could not be replicated under test conditions. No anomalies were found under visual inspection. The component passed all tests and calibrations, and no errors were recorded in the diagnostic logs. One top membrane was received by failure investigations for analysis. The complaint was isolated to a dislodged led; however, a root cause could not be identified. No corrective action is required, because no trend has been identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.